Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the home monitor showed noise and intermittently low impedance on the hv lead. A non-sustained noise lead alert was noted. The asymptomatic patient presented in the ER and device therapy was turned off. Lead replacement is planned.

Event description:
New information notes the lead was explanted.

Manufacturer narrative:
A partial lead with the connector pin measuring 18.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.